Event description:
Received report of the tracheostomy tube's cuff reinflating while in use with a speaking valve. Tracheostomy tube was subsequently replaced. Patient was reintubated. No patient harm was reported.